Event description:
Olympus was informed that during a laparoscopic supercervical hysterectomy (lsh) procedure the tip of the probe broke off and fell inside the pt's abdomen. The broken piece was retrieved using a grasping forceps (model unk). The reporter indicated that prior to the probe breaking, an error message appeared on display indicating "probe damaged and check probe." The procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the tip of the probe was broken, and the broken portion of the probe was not returned. There were tissue build up noted on the jaw, teflon pad and on the probe. The exact cause of the user's experience could not be conclusively determined. The device was returned to the original equipment manufacturer (OEM) for further investigation. If additional and significant info is received at a later time, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.